Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that possible fracture was noted on the right ventricular (rv) lead. High thresholds,  sudden increase and high impedance, polarity switch,  no capture and non-physiologic oversensing of short v-v intervals were also observed on the rv lead. The rv lead was initially reprogrammed and remains in use. No further patient complications have been reported as a result of this event.